Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative error code occurred due to the machine flow sensor drifting above specification. There was no harm or injury reported. The complaint was not able to be reproduced during the device evaluation. No other product malfunctions were observed. This notification is not reportable to any regulatory agencies.

Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred due to the machine flow sensor drifting above specification. There was no harm or injury reported. The device has not yet been received by the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.